Event description:
A hospital in (B)(6) reported via a distributor that insufficient amount of water flowed into an mr290hfv high frequency vented autofeed humidification chamber, causing the humidifier to generate a water out indicator alarm. This was noticed prior to patient use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint mr290hfv was not returned to fisher & paykel healthcare for investigation. Our analysis is accordingly based on the additional information provided by the hospital. Results: the hospital reported that puritan bennett 840 ventilator was used with the complaint mr250hfv and the "heater" was set to 37 degrees c. The hospital staff also mentioned that there was barely enough water to cover the bottom of the subject chamber and that the therapists had to squeeze the water bag to get enough water. It was also reported that the chamber floats seemed to be "stiffer". Conclusion: the complaint mr290hfv was not returned for investigation and there was insufficient information provided by the hospital. Therefore the failure could not be confirmed. The mr290 chamber is a single use autofeed humidification chamber used to maintain constant humidity level for the patient. It has a unique dual float mechanism that uses independent floats to control the amount of water which flows into the chamber and to safely maintain a constant water level inside the chamber for optimal humidification. Under normal circumstances, the blue "primary" float controls the water level in the chamber and the white "secondary" float acts as a backup to prevent overfilling if the primary float fails to operate. Our user instructions that accompany the mr290hfv state the following: "ensure there is enough water supply connected to the chamber and that water is present within the chamber." "Set appropriate ventilator alarms." "Use only the mr290hfv with sensormedics 3100b."

Manufacturer narrative:
(B)(4). The complaint (B)(4) high frequency vented autofeed humidification chamber is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we receive the complaint device and have completed our investigation.

Event description:
A hospital in (B)(6) reported via a distributor that insufficient amount of water flowed into an mr290hfv high frequency vented autofeed humidification chamber, causing the humidifier to generate a water out indicator alarm. This was noticed prior to patient use. No patient consequence was reported.